Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer has experienced low blood glucose (bg) levels as low as 50 (mg/dl) for the past 3 mornings. Customer consumed candy, sports drinks, and ice cream to treat their low bg levels. Customer stated that after treating their low bg level on (B)(6) 2016, they subsequently experienced an elevated bg level of 303 (mg/dl). Customer believed that they may have overcorrected for the low bg level and administered a correction bolus to treat this elevated bg level. Recommendation was made to consult with health care provider to discuss diabetes management.

Manufacturer narrative:
Review of pump data by quality engineering: review of pump data did not show any low blood glucose levels recorded between the event dates of (B)(6) 2016. Pump data recorded fifteen bolus requests and deliveries between the event dates. None of the boluses appeared to be out of the ordinary. Basal insulin rate settings did not change from previous basal insulin rate settings. Unable to confirm complaint after reviewing pump logs. There is no evidence of a device failure.